Event description:
It was reported that during an unknown procedure, it was observed that the battery on the device died in the middle of resection. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/19/2025. D4: batch #unk. B3: only event year known: 2025. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished #pcee60a, with lot/batch #c9dm2n, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/04/2025. D4: batch #831c70. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage, with a tyvek, and with a gst60b reload loaded on the device. The reload was received partially fired 1/4. The partially fired is consistent with an incomplete or interrupted cycle. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch number 831c70, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/30/2025. Corrected data: h6(health effect - impact code). Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? The device stopped in the middle of resection, battery died. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Partially fired. 3. Or, did the device fully fire and stop during the automatic knife return? Knife not returned and partial staple and resection, battery died, jaws locked. 4. Was there any difficulty opening the device? Manual over ride used to bring the knife back and open the jaws. 5. If yes, how was the device removed from the patient? Manual override. 6. If yes, did the jaws eventually open? Yes. 7. Is the current patient status known? No affect on the patient or procedure outcome, just slight delay due to battery died and lockout. 8. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No affect on the patient as per the hcp. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.